Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy procedure performed in 2007 (a male patient; weight is unknown). According to the complainant, during the procedure, the needle would not retract back into the catheter. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The customer's complaint has not been confirmed. The visual inspection revealed no anomalies. The needle extends and retracts upon actuation in the loose position and when placed into two 8" hoops and actuated. Device history record has been reviewed per the requirements of the manufacturing procedure and found to meet all requirements.